Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. A taxus express2 2.75x24mm drug eluting stent was implanted in the proximal left anterior descending (lad) artery in 2004. The vessel was totally occluded. The target lesion was predilated with a 1.5x15mm maverick balloon inflated to 8 atm's. The stent was not post dilated. The pt was discharged on plavix and aspirin. Almost 2 years later, the pt presented to a different facility with an acute anterolateral wall st elevation myocardial infarction. Upon arrival to the ccl, the pt was experiencing 8/10 chest pain. Angiography was done and a thrombosis was found within the stent. A 2.5x15mm maverick balloon was advanced to the distal lad and several inflations were made. Whenever the balloon was inflated, "the balloon would watermelon seed proximally. Angiography performed suggested that the distal apical portion of the vessel is very small in caliber which was probably explaining why the balloon watermelon seeded backwards with each inflation." The stenosis was resolved with angioplasty. Several passes were made with an export aspiration thrombectomy catheter in the thrombotic lesion in the proximal stent. The thrombus burden was relieved substantially. The physician decided against intervention at the ostium of diagonal (dx) artery, which originates across the stent in the proximal segment. It was felt this may be risky as the thrombus, there may propagate in the lad and put the larger vessel at risk. This area would be treated medically. Ivus was performed revealing that the stent was adequately apposed throughout its length. "The stent did appear to be a slightly undersized and no obvious intimal hyperplasia was apparent over the stent struts." The stented area was dilated with a 3.5x20mm quantum maverick balloon, inflated to 20 atm's. It was noted that during ivus "imaging of the stent, measurements revealed that the stent had only been expanded up to 2.5mm in diameter."ic ntg was administered several times to assess vesselsize and relieve intracoronary spasm. Angiography confirmed 0% stenosis at the target lesion of the lad with timi 3 flow throughout the vessel. A mini vision stent was also placed at a 90% stenosis in the left circumflex artery. Plavix was ordered for "at least 12 months" along with "aspirin therapy for life". No further complications were reported.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. A similar complaints review could not be performed as the batch number is unknown. The cause of the difficulties stated in the complaint could not be determined.